Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusin sets felling out events on 13-apr-2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.